Manufacturer narrative:
(B)(4). Additional information was obtained from the emergency services educator at the user facility which stated: there were no preexisting conditions. The patient was strangled which more than likely caused the clots in the vessel. After working the code we were able to get a pulse back and bilateral IV lines placed. The device didn't contribute to the death of the patient. Prior to the IV lines being placed we did have an io in place, just felt like we needed a central line for access, the patient was transferred to (B)(6) where he succumbed to his injuries the next day. The code was worked for 25 minutes before we were able to get pulses back. Both ij's were attempted for central line access with both bending in the shape of an "l"

Event description:
The customer reports a pediatric code. The doctor used a pediatric two-lumen central venous catheterization kit and at the time of inserting the introducer needle it bent in the middle to a 90 degree angle. The doctor used another kit and the same thing happened. This event is captured in MDR# 1036844-2017-00173. The doctor then used an introducer from an adult kit. The doctor made the comment to the nurse that he felt the clot formation in the vessel was the reason the catheter placement was unsuccessful, but doubted that it was the cause of the bending of the introducer needle. The patient was transferred to another medical facility where he succumbed to his injuries the next day.

Manufacturer narrative:
(B)(4). The customer indicated that the sample in question was not available to return for evaluation. A device history record review was performed on the introducer needle and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports a pediatric code. The doctor used a pediatric two-lumen central venous catheterization kit and at the time of inserting the introducer needle it bent in the middle to a 90 degree angle. The doctor used another kit and the same thing happened. This event is captured in MDR# 1036844-2017-00173. The doctor then used an introducer from an adult kit. The doctor made the comment to the nurse that he felt the clot formation in the vessel was the reason the catheter placement was unsuccessful, but doubted that it was the cause of the bending of the introducer needle. The patient was transferred to another medical facility where he succumbed to his injuries the next day.